Event description:
The customer alleged that during clinical use of a v60 ventilator, the patient experienced low blood oxygen level which improved after the ventilator was replaced with another device (unspecified make/model). On (B)(6) 2021, a patient of unknown age and gender was placed on a v60 ventilator due to unspecified respiratory diseases. On the same day, at 12:17, the oxygen monitoring equipment indicated that the patient¿s peripheral capillary oxygenation (spo2) reading was low (unspecified value). Six minutes later, at 12:23, the ventilator was replaced with another standby ventilator (unspecified make/model), and two minutes later, at 12:25, the patient¿s condition improved and was continued on treatment. Further investigation is ongoing.

Manufacturer narrative:
The device was not evaluated by a philips service engineer. Corrective action for the device was unknown. The device was placed back in service. No other information was provided for this report based on the query response from the customer.